Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 728 mg/dl. Cause of bg level was not known. Reportedly, customer's "diet pepsi" had possibly been "switched with regular pepsi". Customer took a "cold bath", used an "ice pack", and "exercise[d]" to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.